Event description:
During the procedure the smart control, iliac 6x100 stent was advanced after the several pre-dilatations were conducted at the heavy calcified target lesion with and unknown balloon catheter. However the device failed to cross the target lesion and it was observed that the distal end of the stent was started to prematurely release. The device was safely removed from the patient. The physician judged endovascular procedure was not suitable for this case so it was cancelled. There was no adverse event and the patient is in stable condition. No product return. The target lesion was superficial femoral artery. The patient was a (B)(6) male. Heavy calcification and vessel tortuosity, the rate of stenosis was 100%.

Manufacturer narrative:
It was reported that after pre-dilation of a heavily calcified and tortuous superficial femoral artery with 100% stenosis the sds would not cross the lesion. It was then noted that the stent had started to pre-maturely release from the outer sheath. The device was safely removed from the patient. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15359944 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.